Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. Patient¿s blood glucose exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site. Patient¿s mother gave the patient insulin through a syringe and liquids then they went to the emergency room. Ketones were moderate. The patient¿s mother is unsure if the insulin was suspended or not. Patient was given syringes for insulin for the rest of the day, fluids and kept patient rested. The basal rate was increased as a temp basal. The health care provider (hcp) increased the basal amount and the bolus ratios for bolus calculations. Patient¿s history: (B)(6) 2018, 8:24am 233mg/dl, 12:40pm 298mg/dl (took patient to emergency room), 1:37pm 280mg/dl, 2:17pm 398mg/dl, 3:56pm high (exceeded 500 mg/dl), 5:10pm 294mg/dl, 6:18pm 188mg/dl, 7:45pm 150mg/dl.